Manufacturer narrative:
Initial.

Event description:
It was reported that a severe high blood glucose event occurred, though the customer was unable to provide event details. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the customer and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.